Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was surgery delayed due to the reported event? Unknown. Was procedure successfully completed? Unknown. Were fragments generated? Unknown. If yes, were they removed easily without additional intervention? Unknown. Patient status/ outcome / consequences no. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The needle pulled off from suture. Another suture was used. No adverse patient consequences were reported.

Manufacturer narrative:
(B)(4). It was reported performance pull off suture needle. Unopened samples of product code w8802 lot # mhr806 were returned for analysis. During the visual inspection of the unopened samples, no defects were found on the packages. The samples were opened, and swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the sample received, no performance pull off suture needle was found, and the tested sample met the finished goods requirements. Representative samples returned to support investigation of 3 device issues captured in reports 2210968-2019-81175, 2210968-2019-81176, and 2210968-2019-81177. Analysis results have been included in follow-up reports for each.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 05/31/2019. A manufacturing record evaluation was performed for the finished device batch mhr806-w8802 and no non-conformances were identified.